Event description:
The catheter is not fixed in the bolt when it is in holding position. The catheter slip out the bolt at d1 after implantation.

Manufacturer narrative:
The product will not be returned and no device investigation could be performed since the product has been discarded. Pending information on product batch number to perform a batch review.

Manufacturer narrative:
The product will not be returned and no device investigation could be performed since the product has been discarded. Pending information on product batch number to perform a batch review. This incident will be taken into account in post-marketing surveillance. According to traceability analysis carried out, the batch numbers were compliant when released. This case is related to an interaction between the device and the user during patient treatment (imaging). The physician confirmed the proper implantation of the device by double checking during the procedure. The root cause is in favor of an error of use/misuse during imaging, as mentioned by the physician when reporting the case. For us, this case is finally a non-reportable incident. Indeed, this case is related to an interaction between the device and the user during patient treatment (imaging). The physician confirmed the proper implantation of the device. There were no consequences for the patient other than the implantation of a new catheter.

Event description:
The catheter is not fixed in the bolt when it is in holding position. The catheter slip out the bolt at d1 after implantation.